Manufacturer narrative:
A2: patient age at time of enrollment: 67 years old.

Event description:
It was reported via a clinical study that thrombotic re-occlusion of the left superficial femoral artery occurred. On (B)(6) 2023, the subject was enrolled in a clinical study, and the index procedure was performed. The target lesion was located in the left mid superficial femoral artery (sfa) and left distal sfa. Treatment of the target lesion was performed by placement of a 6x120, 130 cm eluvia drug-eluting vascular stent system study device. Followed by dilation using two ranger drug-coated balloon study devices of sizes, 6 mm x 120 mm, and 6 mm x 80 mm. Ranger device 6mmx120mm had a duration of longest inflation of 120 seconds, with maximum inflation pressure of 13atm at one inflation. Ranger device 6mmx80mm had a duration of longest inflation of 120 seconds, with maximum inflation pressure of 15atm at one inflation. Post treatment was performed by placement of a 6mm x 150mm innova vascular self expanding stent. Following treatment, the final residual stenosis was noted to be 20%. On (B)(6) 2023, during the course of index hospitalization, the subject was noted with thrombotic re-occlusion of the left superficial femoral artery. The subject experienced symptoms of left lower extremity pain with paresthesia. Physical examination revealed loss of pedal pulses. Subsequently, bedside ultrasound revealed loss and absence of flow; therefore, computed tomography angiography was performed. Medications were given and bypass grafting surgery was performed. On (B)(6) 2023, bypass surgery was performed from the left common femoral artery to left popliteal artery with polytetrafluoroethylene. Post procedure, the subject was noted to have good distal perfusion and the popliteal pulse was noted to be recovered. On the same day, the event was considered to be resolved. On (B)(6) 2023, the subject was discharged from the hospital on dual antiplatelet therapy. Prolonged hospitalization was noted.